Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was programmed with multiple boluses and downloaded using carelink pro. Unit was downloaded properly and boluses were shown in general reports. However, an error alarm found in alarm history. An error alarm due to corrupted history file. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer had trouble downloading the carelink program in their insulin pump. The customer returned their insulin pump for analysis.